Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported sigmal distal fem connector is locked inside distal fem resection guide. No surgical delay.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: functional examination of the returned device could not replicate the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.